Event description:
Pca registering "malfunction 627/0000." Testing and investigation confirmed the complaint in the device history but, could not duplicate the reported event through testing. Component u3 is a known cause for malfunction 310 and a defective display assembly is a known cause for malfunction 627.